Event description:
It was reported by service report that the mattress had fluid infusion. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Inspected by customer and replacement parts ordered. Mattress. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Manufacturer narrative:
Inspected by customer and replacement parts ordered. Mattress. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.